Event description:
The customer reported that prior to use on a patient the iabp had "no display." No patient involved.

Manufacturer narrative:
The company representative replaced the pc board and video receiver ((B)(4)), the pc board display controller ((B)(4)) and pc board keypad controller ((B)(4)). Helium tank gauge reads 800psi and checked pneumatic performance service diag's. Verified balloon pump meets factory specifications. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(6).